Manufacturer narrative:
(B)(4). The lot was manufactured between june 28, 2013 - july 1, 2013. The device was returned to baxter and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This occurred during infusion. The reporter stated that at the end of the expected therapy time, the device still contained an unknown amount of solution. There was no patient injury or medical intervention associated with this event. No additional information is available.